Event description:
It was reported that the cardiohelp pump stopped flowing while the pt was being turned/moved. The blood flow could not be restored. The pt expired. It was reported that the unit went from 4 liters flow per minute to zero liters flow per minute. Add'l info: pt had an open chest. This event is related to medwatch report # 8010762-2015-00068 and 3008355164-2015-00020 (cardiohelp). (B)(4). MFR ref #: 8010762-2015-00115.